Event description:
Spontaneous call from pt:"no disposable ,pump wont run" patient states she transferred her cassette to her back up pump and getting the same error. Rph advise to do a new mix with a new cassette. Pt states this solved the issue. She will call back if she is having any more issues with cassette. Pt is aware to call pharmacy when she is down to 2-3 cassettes for an early refill. Pt confirmed she just got a new shipment and currently has enough to hold her for a week. Pt's current dose: 14 nkm, 63 ml/24hr pump rate. Using 2- 1.5 mg vials. Did the reported product faut occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.

Event description:
Spontaneous call from pt:"no disposable ,pump wont run" patient states she transferred her cassette to her back up pump and getting the same error. Rph advise to do a new mix with a new cassette. Pt states this solved the issue. She will call back if she is having any more issues with cassette. Pt is aware to call pharmacy when she is down to 2-3 cassettes for an early refill. Pt confirmed she just got a new shipment and currently has enough to hold her for a week. Pt's current dose: 14 nkm, 63 ml/24hr pump rate. Using 2- 1.5 mg vials. Did the reported product faut occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.